Event description:
The customer called to report a motor error alarm. The customer also stated that the drive support cap was loose. The customer stated that it was protruding initially, but he pushed it back in. The reported blood glucose reading at the time of the call was 348 mg/dl, which will be treated after the phone call. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor was tested outside the insulin pump and passed. Missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.